Manufacturer narrative:
The product issue reported (system notice 50011) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during to a cryo ablation procedure, a system notice was received indicating that the refrigerant delivery path was obstructed. The tank, coaxial umbilical cable and the catheter were all replaced without resolve. The procedure was aborted while the patient was under general anesthesia. A service request was scheduled and the console was serviced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction.

Manufacturer narrative:
Event summary: the reported issue was that a system notice was received indicating that the refrigerant delivery path was obstructed¿. The bin files attached to the report were analyzed. The analysis confirmed that catheter model no. 22446 serial no. (B)(4) was used on the date of the reported event for at least ten injections. The system message 50011 (the refrigerant delivery path is obstructed) was recorded at injections seven, eight and nine. The catheter was then replaced with catheter ref no. 22446 serial no. (B)(4) and another injection was attempted triggering system message 50011 (the refrigerant delivery path is obstructed). The system was rebooted and another injection was attempted triggering again system message 50011 (the refrigerant delivery path is obstructed). A second system reboot was performed and for more injections were attempted with the same error message. No other error messages were recorded. The reported issue was verified through bin file analysis. The case was aborted. No patient complications were reported as a result of this event. The product issue reported (50011) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Console 106a3 (B)(4) is still in the field. No product was returned. In conclusion, the reported issue was confirmed through data analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.